Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that post use of an endoscopic vein harvesting procedure using vasoview hemopro 2, they noticed hemopro 2 wand was damaged (the sheath on the shaft peeled back) upon completion of the ligation phase of endoradial harvesting for CABG. No patient injury resulted from the procedure. They noted that there was increased smoke during the harvesting of the radial artery. The wand was partially retracted for smoke evacuation "a couple of times" during the procedure.

Event description:
The hospital reported that post use of an endoscopic vein harvesting procedure using vasoview hemopro 2, they noticed hemopro 2 wand was damaged (the sheath on the shaft peeled back) upon completion of the ligation phase of endoradial harvesting for CABG. No patient injury resulted from the procedure. They noted that there was increased smoke during the harvesting of the radial artery. The wand was partially retracted for smoke evacuation "a couple of times" during the procedure.

Manufacturer narrative:
Internal complaint number: (B)(4). The lot # 25152277 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory on 15dec2020. An investigation was conducted on 19feb2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the jaws of the harvesting device. The silicone insulation on both jaws was observed to be intact, no visual defects were observed. The heater wire was observed to be intact, no visual defects were observed. The black shrink tubing on the shaft, nearest to the base of the welder unit, was observed to be delaminated on the shaft, exposing the inner wiring. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 sn (B)(6) at level 3.0. The device did turn on and an audible sound was heard when activating the toggle. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations. The device was tested for the safety shut down system as the device would turn on, and produced visible steam. No excess smoke was observed during testing. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. Based on the returned condition of the device, the reported failures "peeled; shaft" was confirmed but not confirmed for the reported failure "environmental particulates".